Event description:
On (B) (6) 2008 the pt reported that, while changing the insulin cartridge of her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated a full cartridge of insulin spilled into the cartridge chamber. She was assisted in removing the plunger from the piston rod. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.